Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient suffers from pain. Update 10/12/2016 additional litigation received. Litigation also alleges patient suffers from elevated ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 11, 2017: medical records received. After review of the medical records for MDR reportability, it was stated that there was metal-tinged fluid within the patient's hip joint. There was also diffuse synovitic reaction around the patient's joint. Occasional popping and snapping around the hip and some discomfort were also noted.the complaint was updated on apr 25, 2017.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 01/18/2017 medical records received. After review of the medical records for MDR reportability, dor provided as (B)(6) 2016. There was no new information provided that would affect the existing investigation.

Manufacturer narrative:
(B)(4). Additional narrative: depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation documents received on oct. 12, 2016 alleging that patient is experiencing pain and elevated metal ions. Supplemental information received on nov. 10, 2016; product identification was provided.